Event description:
During an in-clinic follow-up, episodes of pacemaker mediated tachycardia (pmt) were observed on the device. Reprogramming had been performed. Following reprogramming, episodes of pmt's due to under-sensing was observed. Technical support was contacted and recommended reprogramming to resolve the event. Additional reprogramming has been performed to resolve the event. The patient was stable.